Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
E1:(B)(6). BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A SERIOUS INJURY TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER REPORTING SITE: 8021545 MANUFACTURING SITE: 3003442380.

Event description:
EVENT OCCURRED IN (B)(6). IT WAS REPORTED THAT THE PATIENT EXPERIENCED INSULIN FLOW BLOCKED EVENT ON (B)(6) 2026, CAUSING HYPERGLYCEMIA. THE HIGH BLOOD GLUCOSE (300MG/DL) WAS TREATED BY INSULIN PEN.

Manufacturer narrative:
IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log Review. Additional information - This MDR is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH11: Investigation summary .Complaint Investigation Results: Electronic Quality Management System (eQMS) search: A query was run in the eQMS on 09-JUN-2026 against Lot Number 6014785 and Similar Malfunction Codes: Occlusion Issues-Cannot be determined, Occlusion (e.g., Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined. Cannot be determined. No escalation required. The review confirmed that Lot 6014785 and the identified failure mode are not associated with any Nonconforming reports (NCR)s or Corrective and Preventive Action (CAPA)s of the same or similar nature.Similar Complaints search:A query was run in the eQMS on 09-JUN-2026 against Lot Number criteria equal 6014785 and Similar Malfunction Codes: Occlusion Issues-Cannot be determined, Occlusion (e.g., Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined Cannot be determined. No escalation required. The count of complaint is 5. The complaint numbers are: (b)(4) . Escalate to CAPA determination for Statistical Analysis. Batch record / Medical Device File Review:The lot 6014785 was manufactured according to the Work Instruction (WI) and packaging in the Multivac 12, on 07-AUG-2025 with a total of (b)(4) units.The Sub-Assembly of the Lot 5G06293 was manufactured according to the WI and Manufactured in Quickset Line, on 06-AUG-2025, with a total of (b)(4)units.The Sub-Assembly of the Lot 5G06294 was manufactured according to the WI and Manufactured in Quickset Line, on 07-AUG-2025, with a total of (b)(4) units.The Sub-Assembly, Gluing of tubing of the Lot 5H00184 was manufactured according to the WI and Manufactured in the Machines MP04 & MP08 on 03-AUG-2025, with a total of (b)(4) units.The Sub-Assembly, Gluing of tubing of the Lot 5H00185 was manufactured according to the WI and Manufactured in the Machines MP04 & MP08 on 05-AUG-2025, with a total of (b)(4) units.The Batch record / Medical Device File was reviewed. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion: Batch record / Medical Device File review supports compliance with manufacturing and quality requirements; no issues noted. Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.Retain Samples Testing:Retain samples from the relevant lot 6014785 were previously tested in the complaint (b)(4) on 09-JUN-2026.WI Guidance for Visual Testing for Complaints Area: All 3 samples tested passed visual inspection.WI Guidance for Functional Testing for Complaints Area: All 3 samples tested passed functional Flow testing for the reported malfunction code. Occlusion Issues-Cannot be determined.All test results were within specification as documented in the attached test report complaint (b)(4)Conclusion: Testing did not confirm the reported issue; no nonconformance identified.Returned Samples Testing:Returned samples from the relevant lot were requested. Three attempts were made to obtain the samples; however, no response was received from the customer.Conclusion: Visual and functional testing could not be performed due to the lack of sample availability. The assessment will be based on other available evidence.CAPA Determination Assessment - Conclusion Summary of Complaint Investigation:Based on the above investigation, further investigation is required because the following Threshold was met 3 or More complaints exist for the same Lot and similar malfunctions.Statistical Analysis result:After assessment of the failure via Product Trending over time using control charts, multiple data points exceeding the upper control limit were identified. The observed complaint trend is associated with Failure Mode. Occlusion and is currently being addressed under CAPA 2537337 Complaint Trend out of range in Product Family MiniMed Quick Set. Therefore, no additional CAPA is required, and the trend will continue to be monitored through the Product Trending and Post Market Monitoring processes. Conclusion Summary of Complaint Investigation:As a result of the following: The investigation included a comprehensive review of eQMS records, similar complaint searches, Device History Record verification, retain sample testing, and CAPA assessment. No NCRs, manufacturing deviations, or maintenance events of the same or similar nature were identified for Lot 6014785. Batch record review confirmed the lot was manufactured and released in accordance with approved procedures, and all required in-process and final inspections met specification requirements. Retain sample testing, including visual inspection and functional airflow testing, was completed with passing results and no anomalies observed. No product was available for return and no visual evidence was provided for evaluation. The review of complaint data identified similar complaint occurrences that met the established threshold for CAPA determination. Based on the investigation results, the observed trend was determined to be addressed under CAPA 2537337. Therefore, no further action was required as part of this complaint investigation. The complaint record will be closed and will continue to be monitored through established tracking and trending processes.Root Cause of Problem:The investigation identified opportunities to improve both process controls and equipment design within the Quick Set Assembly process. Process documentation did not adequately define replacement requirements for critical siliconization and leak test components, and the siliconizer nozzle design allowed the potential for needle damage during processing. These conditions could contribute to particulate generation, lumen restriction, and occlusion-related complaints.Corrective Action as a result of the Investigation:Update maintenance and operational procedures to define replacement requirements for damaged siliconizer nozzles.Update process controls to establish replacement frequency requirements for siliconizer membranes.Define replacement frequency requirements for silicone pads used during leak testing.Implement siliconizer nozzle design improvements to prevent potential needle damage during processing.Complaint Unconfirmed:Following investigation the reported failure could not be confirmed for this complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545 Manufacturing Site: 3003442380.